Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a gastroscope polypectomy and ligation procedure, while using a disposable ligating device, when releasing the nylon rope, it was discovered that the wire was bent and then fractured, resulting in the nylon rope not being released. They then immediately replaced it with a new disposable ligating device, and the surgery proceeded smoothly and was completed. There were no further reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned for evaluation; therefore, the device malfunction was not confirmed and a definitive root cause could not be determined. The most probable cause was not established; however, due to increased friction between the wire section and the sheath section, the hook could not be extended, making it impossible to release the loop.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.